Event description:
Customer reported a sample had conflicting reactivity with capture-r ready-ID on different echos. A patient sample had a positive antibody ID on echo, and had a negative antibody ID on another echo.

Manufacturer narrative:
The package insert for capture-r ready-screen products states that passively acquired anti-d may fail to react by capture-r ready screen, even though anitbodies are detected by an alternative technique. The nature of the sample cannot be ruled out as contributing to the event.